Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
On (B)(4) 2013, an ocd field engineer (fe) arrived at the customer site and observed the black sleeve in position 2 stuck in the up position. The fe cleaned the black sleeve, tip clamp, and post in position 2.h. The fe tested lld with splld test. The fe tested the summit with the (B)(4) software test. All test passed. Repairs have returned this instrument to expected operation.